Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 13-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the pump was powered on to the verify screen with audible tones and vibratory features functioning properly. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no defects to the vibration motor were found. The complaint of a vibration issue was not duplicated during investigation. There was no defect found.